Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023; product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated their lead is coming out of their back and that is trying to come out for the past week. Pt stated the top they were wearing was rubbing against their back and they felt the sensation of the lead coming out. Pt stated where the lead is coming out it hurts like someone is trying to take their insides out. Agent redirected the pt to their hcp. Patient mentioned having pain. Pt states they have been in pain and needs the device to help with pain but it doesn't. Pt states it takes 60% of pain away from foot but is having pain in their back. Pt states when walking around can feel the lead coming out of their back and it's not comfortable.